Event description:
It was reported that a cartridge did not fit onto the pump. The customer reloaded the cartridge to resolve the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided.